Event description:
It was reported that the pump malfunctioned, displaying a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was instructed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery, and tandem technical support sent a replacement pump with updated software. The customer was advised to follow specific steps upon receiving the replacement, including returning the problematic pump, which they acknowledged and understood.